Event description:
It was reported that the subject device had a dark image, the light-guide fiber glass at the distal end was worn-out and dented, the charge coupled device glass was torn, and the universal cord was corroded. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6), e1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device glass torn, the universal cord is corroded, light-guide fibers glass of the distal end is worn-out and dented based on the results of the investigation, it is likely that the customer's report of a low light (dark image) was due to the light-guide fibers glass of the distal end is worn-out and dented. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation "charge couple device glass torn" was due to component failure of the charge couple device glass. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation "universal cord is corroded" was due to component failure of the universal cord. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.